Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred after use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 2 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported customer experienced breakage when using vacutainers. Additional information from customer: were the tubes frozen? (No), was there damage upon receipt? (They shattered in the pneumatic tube system after specimen collection) and what was the time and speed of centrifuged? (Not centrifuged).

Event description:
It was reported that breakage occurred after use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 2 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported customer experienced breakage when using vacutainers. Additional information from customer: were the tubes frozen? (No), was there damage upon receipt? (They shattered in the pneumatic tube system after specimen collection) and what was the time and speed of centrifuged? (Not centrifuged).

Manufacturer narrative:
H.6. Investigation summary upon evaluation of the customer returned photo, the customer¿s product issue was observed during visual evaluation of the photo at the manufacturing site. No samples were received at the manufacturing site; therefore, the investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The product.